Event description:
It was reported that during central processing, the distal tip was broken on a force bipolar instrument. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reporter was unaware of any complications during surgery for this particular instrument. She does not know if the instrument was sent to sterile processing damaged or if sterile processing staff noticed damage to instrument during the inspection process and removed the instrument from service. No further information was provided to sterile processing at the time of surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.074" x 0.087" was found to be broken off the yaw pulley. The broken piece was not returned.